Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose over 500 mg/dl. The customer stated that she uses a quick-set infusion set and changes her infusion set every three days. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.